Event description:
Customer reported via phone, he dropped the device from the roof and it was shattered. Customer's blood glucose was 213 mg/dl. Customer stated where the arrow buttons were there was a cracked down to the base and the battery side. Customer was working on a rook and the device slipped and fell off the roof. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer also reported he was hospitalized due diabetes related issues but were not caused by the insulin pump. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. The functional testing could not be completed due to the missing segments. The insulin pump was received with a cracked case, cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.